Event description:
Customer reported that erroneous accutni (troponin I) results were generated by the unicel dxi 800 access immunoassay system. The system was calibrated and quality controls were within specification prior to the event. The results were reported out of the laboratory. The samples were retested and the results obtained were within the normal reference range. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer visited the facility and examined the system. The fse observed gel adherent to the sample probe. This indicates that the sample collection (short draws) and preparation (incomplete centrifugation) are not optimal. This info has previously been shared with the customer. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.